Manufacturer narrative:
H3 other text : device not returned due to contamination.

Event description:
It was reported that the balloon ruptured. The 90% stenosed vessel with total calcification was located below the knee in the anterior tibial artery. A 3.0 x 150mm, 150cm ranger sl drug-coated balloon was selected for a percutaneous transluminal angioplasty procedure. After one inflation, the balloon ruptured at 5 atm pressure. The balloon was removed without any problem. There were no patient complications, and the case was completed with a different device of the same model.